Event description:
It was reported that there was a right ventricular (rv) lead noise as well as high short interval counts (sic). When the doctor tried to take out the rv lead, it was noted all the lead been tied together further down. In undoing the tie, the right atrial (ra) lead got nicked. It was also reported that the left ventricular (lv) lead was tied to rv lead way down and when the doctor went to remove the rv lead, the lv lead was pulled out. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 419488 implantable pacing lead, implanted: (B)(6) 2011; product ID 407652 implantable pacing lead, implanted: (B)(6) 2011; d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in blood, and the overlay tubing of the lead was extrinsically breached due to a tear. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented the full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿noise¿ described in the event. There were no anomalies observed on the returned full lead that would contribute to the noise mentioned in the event. Neither an in-vivo insulation breach nor fracture was observed. The lead was returned with very little non-severe explant damage. All electrical testing was within specified parameters. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.